Event description:
Customer reported seeking a return of product, indicating a product failure."nebulizer not working but I unfortunately do not have any specifics.  I will be returning a quantity of 71 each so it will be about 2 cases".

Manufacturer narrative:
(B)(4). Evaluation summary: upon the customer's sample return, we verified that one sample was occluded. During visual inspection, we confirmed that the misty max bottom was completely occluded. The production record for the lot reported was evaluated and no issues were observed. The possible root cause of the reported issue is that our molding equipment has the core pin damaged. A damaged core pin may cause the misty max bottom stem to be occluded. As an action plan, the personnel were notified of this problem. In addition, the quality personnel will improve the production of the run of the mold and the inspection process. In any future occurrences, if a production error is noted, the operator will follow the procedure of a production halt until the issue is resolved including a 100% quality check of representative samples produced with the mold in question to assure that no affected product is released.